Event description:
It was reported that 2 bd luer-lok¿ tip syringes experienced misaligned scale markings. The following information was provided by the initial reporter: some syringes have misprinted gradations that we had used in a batch compound. The syringe markings are not straight on the syringe and they also extend past the barrel of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2153333. Medical device expiration date: 31-may-2027. Device manufacture date: 10-jun-2022. Medical device lot #: 2090624. Medical device expiration date: 31-mar-2027. Device manufacture date: 28-apr-2022. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of scale marking issues was not confirmed upon inspection of the photo. The photo did not clearly display the reported defect. A physical sample is needed to confirm the defect reported. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. DHR for both lots were reviewed and there are no internal rejects related to the reported issue by the customer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.